Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). Thirty-four (34) samples were submitted to the manufacturer for evaluation. Through visual examination, no defects or abnormalities were observed. Five of the samples were subjected to a leakage test; no failures or leakages were observed on the tested samples. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the samples, the reported issue could not be observed or replicated. Although the samples were within specification, the reported event is similar to a known issue of air in line during use. Based on the investigation, the reported issue is due to a defect related to a tubing material change previously implemented. The change in tubing resin can lead to bubbles adhering to the inside of the arterial bloodline, in the segment between the patient connector and the blood pump. These bubbles are not being drawn into the bloodline from the external environment, but rather are the result of degassing of blood on the arterial side of the blood pump due to the high negative pressure within the tubing. With the previous tubing resin, these bubbles remained in the blood and were compressed or dissolved via the positive pressure applied post blood pump. With the new resin, these small bubbles adhere to the inside of the bloodline and may gather together to form larger bubbles. Further investigation of the issue is ongoing, and an action plan will be developed upon completion of the investigation. Urgent medical device correction 2521402-2/17/26-003-c [FDA res # 98552] was issued to inform users of the issue and provide information to reduce the risk. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we use the sl-2010m2096/sl-2010m2096a bloodlines and have found that lot #a2600147 have bubbles in the arterial line and keep failing during testing phase. Teammates have complained that quality of the bloodlines have changed but visually, we are not able to determine if the bloodline will cause the bubbles in the arterial line until it is in use. Fortunately, we have not had any adverse patient incidents. We have seen 10+ reported incidents with this specific lot #.